Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not tightening cartridge cap, it was loose).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loose cartridge cap) issue. The reporter stated that the patient had a blood glucose (bg) of 278mg/dl with nausea and shortness of breath. The patient was taken to the emergency room and other treatment was provided. Treatment regimen was not provided. Customer support (cs) completed troubleshooting and loss of prime occurred once. The reporter stated that the patient is on heart medication, a morphine pump in the back, and has lung problems. The reporter stated they do not if the patient got more insulin primed. This report is being made due to the bg excursion the patient experienced due to training misuse.